Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for elevated filling pressures and right ventricular dysfunction was noted during right heart catheterization. Patient was placed on bumex on (B)(6) 2020. Patient's speed was increased from 9800 rpm to 10,000 rpm on (B)(6) 2020 and weaned off bumex. Patient discharged to home on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure could not be conclusively not be conclusively established through this evaluation. It was reported that the patient was admitted on (B)(6) 2020 for elevated filling pressures and noted right ventricular dysfunction from a right heart catheterization. There were no alarms associated with the event. The patient was placed on a diuretic drip on (B)(6) 2020. The patient¿s pump set speed was increased from 9800 rpm to 10000 rpm on (B)(6) 2020 and weaned off the diuretics. The patient was discharged home on (B)(6) 2020. It was reported that the event was not device related. The patient remains ongoing on ventricular assist device (vad) support. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2016. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.